Event description:
It was reported the device had a power on reset. The device was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted as a write to locked ram por with ecc-lia conflict, address=6b83, data=18 occurred on (B)(4)-2011 14:11:52. One patient alert for device circuit error occurred on (B)(4)-2011 14:11:52.